Manufacturer narrative:
The reported event of "air was noted inside the introducer" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the pulmonary vein isolation procedure, air was noted inside the introducer. The sheath was flushed and used without issue. At the end of the procedure, a bubble was noted inside the sheath. The procedure continued after removing the bubble. The patient experienced no adverse consequences.